Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 445mg/dl. Customer treated with a bolus. The customer also reported sensor reading of 155 mg/dl. The customer mentioned that her blood glucose went down to 48 mg/dl and the pump did not alarm her. The product was not returned for analysis.